Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on the screen and make it hard to see in certain light and bolus button sticky and unresponsive. The customer¿s blood glucose level was unknown. Customer stated that battery life was not lasting as long. Customer stated that insulin squirting out during priming and insulin pump received no delivery alarm. The insulin pump will not be returned for analysis.